Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen froze. Customer blood glucose reading was 236 mg/dl. Troubleshoot was performed. Customer stated insulin pump was dropped and the screen was broken. Customer stated the insulin pump could not stop beeping. Customer was advised to discontinue use of the pump and revert to a back-up plan per healthcare provider instructions. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with completely cracked&bleeding lcd glass, minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Unable to verify frozen screen due to damaged lcd glass. The insulin pump was monitored and no vibration anomaly or audio beep anomaly noted.